Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3. Reference MFR. Report #'s 1627487-2016-02813 and 02814. It was reported the patient experienced pain due to her scs system implanted devices. Subsequently, the patient will undergo surgical intervention as the next course of action.